Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter met specifications and was found to function properly.lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the user in (B)(6) reported blood glucose values of "5.2 mmol/l and 7.0 mmol/l" with the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <0.67 mmol/l and/or <15%. There was no injury and no treatment associated with this issue, however this complaint is being reported because the subject device did not meet lfs's accuracy criteria. Replacement products were sent to the patient.